Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately two months after implant the implantable cardiac monitor (icm) migrated to the surface and was re moved by the physician. The physician commented that the original implant was difficult as the patient was young and it was tough to inject device completely. The patient was scheduled for a new icm implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.